Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery alarms or alerts noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly. Device received with end cap address label missing and pillowing keypad overlay.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 458 mg/dl. Customer was experiencing nausea and vomiting. No information about auto mode was given. Customer's mother reported insulin flow block and other alarm customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. The customer performed a self test which did not passed. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.